Manufacturer narrative:
Visual analysis of the photographs identified: ¿ red and yellow particles on the surface of the shell. ¿ deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Healthcare professional additionally reported, left side "breast asymmetry, asthralgia, myalgia, digestive and endocrine issues, fibrocystic changes, cyst, grade 2 capsular contracture, thickened capsule, deep folds, mild indurations, lower quadrant lump, foreign body giant cells, breast ducts and lobules showing apocrine metaplasia and columnar cell changes. And intra op noted, thick peri-implant fluid. Histopath is consistent with a rupture". The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lumps in armpit.

Event description:
Patient reports "hot and itchy" and "lumps in my armpit", "in agony and my life has been impacted so much". Patient additionally reports chronic fatigue and exhaustion, which are not related to the device. The device remains implanted. The affected side is unknown.